Event description:
It was reported that the device would not operate on ac power and would not charge the battery. There were no reports of any patient involvement with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply assembly and determined the root cause to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open.